Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-june-05, information was received from a patient receiving fentanyl (100.0 mcg/ml, 54.04 mcg/day), bupivacaine (5.0 mg/ml, 2.702 mg/day) and morphine (25.0 mg/ml, 13.51 mg/day) via an implantable infusion pump for non-malignant pain, rsd and complex reproductive pain syndrome. The patient also stated that they were on "oxymorphone 2x/day, with 4 breakthrough of the same drug that was instant relief and that was 10 mg." The patient would take 1 at 6 am, and 1 at 6 pm of 40 mg time release. Beginning in (B)(6) "2018" (initial pump implant), the patient stated that the drugs in their pump weren't working for them and they were having 'major problems with their controller' (personal therapy manager (ptm)) occurring for 2-3 months. The patient stated that they have had 'this' disorder for 20 years and had been treated for 20 years. The patient stated that vicodin and percocet "didn¿t do anything for me" and morphine tablets "never did anything for him". The patient also indicated that fentanyl never gave him any relief. The only thing the patient stated that had ever worked for them was opana which they believed was the same as oxymorphone. The patient stated they were in "so much pain in both legs. They feel like they are on fire. From the waist down to tips of toes, about four inches above waist to bottom of feet". The patient then stated that the "pain pump has made his life worse than it ever was. I realized I can't have taken out now because of the season it is in. These drugs don't work for him". The patient stated that the hcp kept turning it up and giving him more. The patient then stated that the hcp told them they were one of the ones with the highest medication and it did nothing for him. The patient also stated that the other day "I got out of my tractor and couldn't walk, and I had to roll to my truck and had to pull myself into my truck to get home when I was trying to make hay." The patient then stated that their hcp "gave me three years, two and a half years of life where I had no life prior to that. But, I started getting to a point where I could wake up sweating in the morning and shaking, and my body was dependent on the medication. The doctor said they couldn¿t up the medication because he was at the maximum dose". The patient stated that at about 3:30 am or 4 am they would wake up in the morning like "someone shot a gun in the house" in cold sweats. The patient stated, "I understand when I sit in the house, it is nowhere near the way it is like when I am out in the tractor for 12 hours, cutting firewood for 12 hours, and making 1,000 bales of hay, or delivering calves, or working with the livestock, some days I can walk 10 miles a day". The patient then sated, "but with the oxymorphone, I could perform my job and my sales were consistent here at the farm. I averaged (B)(6) a year in gross sales. When they put the my pain pump in my sales I am off my 3/4 of where I am normally. If I am lucky if at (B)(6) right now, and I am halfway through the year. I know most of my money comes from crops and selling the livestock in the fall and summers are always a slow period. But I always have a (B)(6) generated by now with the hay I have sold. This year, I have only been able to make 1 ,000 bales of hay, and it about killed me. I only been able to plant half of the fields I usually plant. I am going to lose everything I have worked my entire life I have worked for, over having this pain pump installed." The patient indicated that they have called their hcp and tried to talk to him. The patient stated that the hcp would say "the idea of the pain pump is to get you off the oral medication. We won't give you anymore breakthrough medication, and all you get is the pain pump and the bolus". The patient then reported information regarding their 'controller' or ptm. At 4:41 (no date provided), the patient was "supposed to receive a bolus and got an x. The patient was told they had to wait 3 hours. The patient then stated, "gave it at 5:17 and gave him a bolus. Sunday would not give a bolus for 12 hours. Monday from 11 am to 6:27 pm wouldn't give a bolus. Patient tried and called anthony at the doctor's office and he never called back. Week later, which would be last week and closed monday because of the holiday. Called on tuesday, talked to the hcps wife. She said he could be set up for a recalculation of the pump, she never called back. Last night supposed to get a bolus at 9 pm and didn't give him one until 3:38 am. He couldn¿t sleep the whole time. At 6:38 am supposed to get a bolus and wouldn't give him one until 9 am. At 9 am wouldn't not give a bolus until 1:39 pm wouldn't give him a bolus. Patient put batteries in ptm four times. Patient bought more (B)(6) batteries. Patient doesn¿t know if it from gps on tractor, around heavy duty magnets, unit on tractor". The patient was instructed to get out of the tractor and walk away when giving a bolus to limit electromagnetic interference (emi). The patient stated he does and he doesn¿t' even bring his cell phone with. The patient continued by stated, "called the doctor four times since last time there. On (B)(6) went and saw hcp and hcp wanted to know if he wanted pump turned up and got xanax, went back on (B)(6), no changes and filled pump. Not in doctor's office in may. On (B)(6), didn¿t see doctor called in xanax. On (B)(6), has an appointment for xanax and pump fill. On (B)(6), got xanax. On tuesday (B)(6), talked to hcps wife, patient was in excruciating pain, major difficulty. Drugs in pump not working for him. He couldn¿t take it. Can't sleep, eat, throwing up when do eat. Patient in so much pain it is beyond bearable. If patient could cut off both legs and be pain free he would do it". The patient then stated they don¿t understand the lock outs. "Lots of times doesn¿t work and been over 3 hours since did it". The patient stated they take their cell phone and set it to go off every 3 hours. The patient would get "a picture of person and four arrows and corner is an x". The patient stated they were to get a bolus every 3 hours. The patient stated with ptm lockouts, they have had to wait as much as 9 hours. Patient stated that the ptm worked for a week and a half and then they started having lock outs. Then the hcp reprogrammed it and forced it to give him a bolus. The patient had issues with it three times and the issue goes away. The patient had to wait 4.5-5 hours to give a bolus. Patient wanted the pump taken out and put back on what he was on before. The patient provided additional numbers off of a sheet. "Morphine 0.401 mg 16.64 mg/day 23% 3.131 mg, fentanyl 1.60 mg 66.57 mg /day 23% 12.52 mg, bupivacaine .0810 mg 3.328 mg/day 23% 0.6261 mg. Duration 00.01 hm pa lock out interval every three hours. On (B)(6) 2018 current pump settings. On (B)(6) 2018 last change. 116 lock out attempts, 91 successful, 38 unsuccessful activations" the patient was instructed to bring their ptm with them to their next appointment to have them read the lockouts and figure out why there were not able to get a bolus. Additional information was received from the patient on (B)(6) 2018. It was reported that the patient was not getting boluses when requested. There were no further complications reported/anticipated. On (B)(6) 2018, additional information was received from the patient. The patient reported they went to their healthcare professional (hcp) today for a pump fill. The patient stated that over the last 1.5 months, they have been told via hcp that the pump provides some relief, but the medications in the pump are not the same type of medications the patient was on prior to the pump. The patient went on to report that they were currently on opana and oxy 240 mg/day. The patient takes one at night and one am every 12 hours. The patient "takes 4 sultana breakthroughs does fantastic and at night early am will break out in sweat". The report source also states, "understand drug addiction and withdrawals etc.". The patient stated that he is not a drug addict but dependent on drugs. The patient has rsd reproduction pain syndrome series two. The patient stated they amputated part of foot and going to do more of foot and went to hcp and "third dr said not to". The patient stated they were first on opana for 3 years and has been on meds since 3rd grade "from this". The patient stated that every time they tried to give bolus, he would set an alarm for 3 hours and 5 minutes and every 3 hours would give themselves a bolus. The patient stated that he would get an x and had "to wait another 3 hours sometimes". The patient stated, "only happens two to three times per day" so the patient did get some boluses. The patient was "suffering more than ever in his life". The hcp said that drug amounts are equal to what he is actually receiving. The patient stated they told the hcp to "just shut down put and he would rather take opana". The patient also stated that they kept getting code "picture of code 0594 possible". The patient saw their doctor today and they tried to look up the code but couldn¿t find it. The patient stated that hcp tried to get pump ptm to work and could not. The report source stated, "suffering now more than ever in life". The patient stated they were currently going through physical withdrawal and throwing up". The patient was prescribed 10 mg instant release oxy by their hcp, but that is "not fulling helping". The patient states they only got 10 day's worth and cannot "even work because of this". The patient stated they called "complaining that pump not working 1.5 months ago. The patient lays in bed because pump is not working. The event dates are as follows; (B)(6) 2018 - code on ptm, (B)(6) 2017 - pump has not worked, (B)(6) 2018 (in planting season) - ptm issue, (B)(6) 2018 - "wasso sick form opana throwing up all over the place", (B)(6) 2018 - withdrawals (patient had dr appointment for refill on (B)(6) started getting sick because they cut back meds in pump and only had oxy for meds). On (B)(6) 2018, the patient called back to reported they received a replacement ptm but there were no instructions on how to use it. The patient was scared to use it and did not want to "screw it up". The patient was guided through how to bond the ptm to their pump. The patient was able to successfully bond the ptm to the pump. The patient tried to request a bolus and the ptm showed to wait for 2 hours and 28 mins. The patient then reported that their old ptm was getting three codes; 0592, 8476 and 8047 (appeared only one time). These codes started appearing "two days before yesterday". The patient indicated they hear an alarm last night and noted they were refilled yesterday. The patient reported that yesterday, the hcp could not get the ptm to work at all. "He tried to give the patient a bolus and couldn¿t". The patient showed the hcp pictures of the codes on his pone. The hcp filled the pump and said to "go ahead and give himself a bolus". The patient tried and it would not work. The hcp instructed the patient to call the manufacturer. The patient called and got a replacement ptm. Last night, the patient could not get a bolus at all and this morning he was not able to get boluses. The patient was really sick this morning, but after he got a couple of boluses, he felt a little bit better and also had some breakthrough medication he could take. The patient stated he could not be sick and going through withdrawals and that this is terrible for this to happen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated it was asked and unknown when the event/difficulty occurred, and the event occurred during normal use. The patient reported the pump was not working. A dye study was performed, and the doctor stated the pump was working. It was also reported the doctor said the patient was mentally not letting the pump work. The pump was now turned to minimum rate and would explant. Diagnostics/troubleshooting performed included a dye study. The issue was not resolved at the time of this report and the patient¿s status was ¿alive-no injury.¿ surgical intervention was planned, but not scheduled. Other medications the patient was taking at the time of the event were unable to obtain, not available. The patient¿s weight and medical history were asked, but unknown. No further complications were reported/anticipated or expected.